Event description:
Patient admitted "adjusting" knobs of estim machine during his knee therapy in spite of being told three times not to. The initial treatment setting was 400hz, and the patient increased the intensity, though the amount it was increased is unknown. The duration of the patient treatment was less than 5 minutes. The patient was treated for a small 1 x 1 1/2 cm burn in urgent care two hours later. Our facility is concerned about the accessibility and convenience of the knobs to tampering.